Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) and lead sites with noted symptoms of swelling, redness, fever and inflammation. The patient went to the ER (emergency room) and was placed on antibiotics without any improvement. No device malfunction was suspected and the physician stated that the infection was due to inadequate wound healing following a recent ipg replacement procedure. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) paddle lead were explanted. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 24524511 model/catalog description: clik anchor. Unique identifier (UDI)#: (B)(4).